Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported turning over in bed and feeling a popping sensation at the spine incision site. An x-ray revealed the implanted leads had migrated. A revision procedure was completed replacing the leads and anchors. Following the revision procedure, the patient was programmed into closed-loop therapy with adequate pain relief.